Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 opened pouch. Analysis and results: there are (B)(4) previous complaints of this code batch regarding other issue. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. One open and used sample with the needle detached from the thread. It was checked carefully the needle,it was noticed that the thread had been broken in the attachment area due to the needle is damaged. Without any closed sample an analysis of root cause can not be determined. As stated in the instructions for use: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Note of this incidence will be taken, and if any closed sample is received in the future, the case will be re-opened and analyzed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions have been implemented at OEM.

Event description:
Country of complaint: (B)(6). Thread was not attached to needle when package was opened.